Event description:
As reported for this event by the customer, the device had image noise. There is no harm to any patient or persons.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image accompanied by image noise. This is attributed to disconnection due to short-circuit of the image sensor cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Correction jul 21, 2022: this device is a loaner returned by the customer with no reported malfunctions. Upon inspection of the returned loaner device, it was observed that the image had noise. There is no patient involvement.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the defect of image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.